Event description:
The manufacturer received information alleging a patient passed away while on a ventilator. The family is alleging the device was not working correctly and contributed to the incident. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a patient passed away while on a ventilator. The family is alleging the device was not working correctly and contributed to the incident. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
Additional information was received on may 30, 2024, and section h10 should be reported as: the manufacturer previously received information alleging a patient passed away while on a ventilator. The family was alleging the device was not working correctly and contributed to the incident. Additional information was received about the allegation of cancer. In initial report the manufacturer previously reported the incorrect information in sections b1, b2, h1, h6. Corrections to previous MDR are made in this report as follows. Section(s) b1, b2, has changed related to the complaint changing from the reported death to serous injury. Section h1 has changed to reflect a serious injury. Section h6 health effects: clinical codes and health effects - impact code was updated.

Manufacturer narrative:
The manufacturer previously reported section b1 and b2 as adverse event and should have been reported as both adverse event and product problem.